Event description:
It was reported that after activating the orchetsra plus programmer, the interrogation button was greyed. It should be noted that the smartview 2.44 version was installed few days ago. Preliminary analysis showed the reported issue was due to the fact that the subject programmer has been put in hibernation when a nominal confirmation request was ongoing; thus a resynchronization issue. A workaround was performed successfully and the programmer is functional.

Event description:
It was reported that after activating the (B)(4) plus programmer, the interrogation button was greyed. It should be noted that the smartview 2.44 version was installed few days ago. Preliminary analysis showed the reported issue was due to the fact that the subject programmer has been put in hibernation when a nominal confirmation request was ongoing; thus a resynchronization issue. A workaround was performed successfully and the programmer is functional.